Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 3b endoleak. The physician is planning a secondary intervention to resolve the issue. The patient has not had a secondary procedure and a scheduled secondary procedure has not been reported.

Manufacturer narrative:
(B)(4). The manufacturing record review did not reveal any issues or deviations that would explain the reported events. The manufacturing records confirm that the lots met all requirements prior to release. The event devices were not returned, therefore no physical evaluation was completed. At the conclusion of clinical review, the reported event of a type iiib endoleak was refuted. As reported by the physician, a secondary procedure was completed to embolize the ima due to a persistent type ii endoleak. Required secondary endovascular repair to coil the ima was likely due to anatomically related issues, as the inferior mesenteric artery was patent and there was long term use of the antiplatelet (aspirin) and anticoagulation (warfarin) therapy.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 3b endoleak. The physician completed a secondary intervention to resolve the issue on (B)(6) 2017. During the secondary procedure, the type 3b endoleak was refuted by the physician. Instead a type 2 endoleak from the ima was observed and corrected by coiling the ima. The patient is reported as stable.